Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11:30pm. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported power issue and approximately 90 minutes later, the patient reportedly developed a symptom of vomiting. On (B)(6) 2011 at 11:30am, the patient reportedly obtained a blood glucose result of "341mg/dl" with another unspecified device and at the same time was administered 10 units of humulin r insulin by a health care professional (hcp) in the emergency room (ER). At the time of troubleshooting, the csr noted the patient was using the correct test strip with the subject meter, there was no misuse of the lfs products, and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.